Event description:
It was reported that the patient hadn¿t used the device in years. The patient had an x-ray that showed the stimulation wires were coiled. It was indicated that the device might be ¿fine.¿ it was unknown why the device was not used. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# j0546739v, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# j0546739v, implanted: (B)(6) 2005, product type: lead. (B)(4).